Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported caravel microcatheter was returned for investigation. The returned caravel microcatheter was found with its tip segment including the distal marker detached. The outer diameter of the catheter shaft was found reduced in size likely due to tightening. The strand pitch was widened proximal to the detached end. Microscopic observation found that the fractured braids were coming out of the detached end. The lumen of the detached end was found reduced in size with traces of ductile fracture of the inner jacket, which could be attributed to torsion and tension. The polymer jacket was found twisted proximal to the detached end. Measurement of the returned caravel microcatheter indicated that the microcatheter was ruptured at approximately 5mm from the tip, detaching the tip segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation might have been locally accumulated between the shaft and the tip segment of the caravel microcatheter while the relatively proximal tip segment of the subject caravel microcatheter had been caught by the cto. As tension was applied between the shaft and the tip segment due to pushing and pulling manipulations, the tip segment was eventually detached. It was concluded that this event was not attributed to product quality. Although no health hazards were reported based on the obtained information, it was concluded that the returned device was so severely damaged that possibility of some fragment left in site could not be completely ruled out. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a moderately calcified chronic total occlusion (cto) in the right coronary artery (rca). When an asahi caravel microcatheter and an asahi sion blue guide wire were used to cross the cto, the caravel microcatheter got stuck in the lesion and its distal segment was damaged. It was informed that there were no adverse patient effects. The concomitantly used sion blue guide wire is reported with: MFR report #: 3003775027-2024-00100.